Event description:
In 2008, the lay user/pt in the united kingdom contacted lifescan alleging the one touch ultra easy meter was reading inaccurately high. The medical affairs specialist sent follow up questions to the technical service rep to obtain/clarify info. The pt reported readings of 23.9mmol/l, 24.6mmol/l, and 27.7mmol/l within a week before she called lifescan. On two days earlier at 9:30 pm, the pt reportedly obtained a reading of 31.1 mmol/l. The pt took 5 units of novorapid insulin in response to that result. The pt stated that she does not normally take insulin at that time. She takes 3 units of novorapid at breakfast, 5 units at lunch, and 7 units in the evening. She also takes 20 units of glargine at 6:30 pm. Per her sliding scale, if her results are over 18.0 mmol/l, she takes 1 extra unit to lower her blood sugar level by 3 mmol/l. She tests her blood sugar four times per day. At 2 am, the pt woke up feeling symptoms of sweatiness, which she attributes to hypoglycemia. At that time the pt obtained a reading of 2.3 mmol/l on her backup meter. She ate something and felt better right away. She ate normally the day before she woke up with symptoms. She stated she did not do anything unusual regarding her diabetes treatment the day before she got symptoms. The pt also says that she does adjust her diet and does some exercise if her blood sugar is very high, but she would not adjust it late in the evening. She tests her blood sugar four times per day. It was determined during the troubleshooting telephone call that the meter was set to the correct unit of measure and calibration code number. The test strips were within expiration dating and in good condition. The results were verified in the meter memory. A control solution test done at 10 pm on two days prior to original date, failed specifications based on the test strip vial. This complaint is being reported because the pt alleged she obtained an inaccurate high reading, took additional insulin baed on the reading and reportedly experienced symptoms indicative of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.